Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "for many years the calcium in my blood has been raised, resulting in severe capsular contracture, baker grade IV," "and more recently large kidney stones" which are not related to the device and stated "I am booked in for an urgent ultrasound of my neck as they believe I may have parathyroid adenoma" which is also not related to the device. The device remains implanted. This record relates to the right side.